Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unableto prime during the prime/a-33 test due to faulty fsr (gold).motor was test outside of the device and passed. No damage found onmotor.unit received with cracked at corner display window, scratched ondisplay window and cracked at reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.